Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced intermittent connection, external equipment was exchange; however, the issue did not resolve. Magnet strength was reviewed. The recipient reportedly experienced some swelling near the implant site in april and was treated with antibiotics (type unknown) and the swelling resolved. The recipient reports always experiencing a poor battery life.

Manufacturer narrative:
Additional information section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's processor was exchanged and sound quality issues were resolved. The recipient will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.